Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no patient involvement as the pump was being used for demonstration and was not being used by a customer for insulin therapy. The same cartridge was reloaded and the issue was resolved.